Event description:
An endeavor rx drug-eluting coronary stent system was used to treat a lesion in a patient. It is reported that the stent dislodged from the delivery system after removal from the patient. The device was inspected before use with no abnormalities noted. The device was inserted into the patient and advanced to a lesion with 90% stenosis in the patient's very calcified mid lad. The device was withdrawn because it failed to go through the lesion. It is reported that the stent slipped off the balloon outside the patient, prior to reinsertion of the device. It is reported that the physician was holding the device by the stent, attempting to advance the device along the wire, when the stent came off the balloon. The patient was reported to be stable post procedure and no clinical sequelae have been reported. Neither the device nor a cd of procedural images have been provided to medtronic for evaluation.

Manufacturer narrative:
(B)(4): evaluations results: (physician is reported to have gripped device by the stent).